Event description:
On 27-aug-2025, a journal article was retrieved from the journal of arthroplasty (2024) that reported a large two-center retrospective study from south korea. The purpose of the study was to report the incidence of third- and fourth-generation ceramic component fracture and identify factors that might influence this complication. The study reviewed 9,280 hips that underwent a total hip arthroplasty with a third and fourth generation coc bearing, between 1997 and 2023. Ceramic components used in this study were third-generation alumina coc bearing (biolox forte; ceram-tec) in 2,626 (28.3%) hips and fourth-generation amc coc bearing (biolox delta; ceramtec) in 6,654 (71.7%) hips. The most common indication for surgery was femoral head osteonecrosis and secondary arthritis due to dysplasia or previous trauma. Follow-up was conducted at 6 weeks, 6months, 12months, and yearly thereafter. The study reported that a 56.8-year-old woman had a right total hip arthroplasty on an unknown date due to femoral neck fracture. The initial implants involved a trilogy cup, 3rd generation ceramic liner, ceramic 28 mm/m head, and a versys stem. Subsequently, two years post-op, the liner fractured and underwent a revision of the cup and liner. A mop liner was implanted and no additional information was provided. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D4 - primary device identification (UDI) number is not applicable as the lot number of the device is unknown. Attempts have been made to gather all product identification information and no further information has been provided. D10 ¿ unknown trilogy cup, lot unknown. Unknown ceramic 28 mm/m head, lot unknown. Unknown versys stem, lot unknown. G2 ¿ foreign ¿ south korea. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Due to insufficient product information, the compatibility of the involved products could not be verified. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Young-seung, k., sang yoon, k, hong seok, k., jung-wee, p., young-kyun, l., jeong joon, y. (2024). Incidence of ceramic component fractures in total hip arthroplasty using contemporary ceramic-on-ceramic bearings: a retrospective study spanning two decades from two tertiary referral hospitals. The journal of arthroplasty, 40, (4), 1055-1061. Https://doi.org/10.1016/j.arth.2024.10.023.